Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient presented to the emergency room for evaluation of pain in the pocket area of their pacing system. Electrograms showed the right atrial (ra) lead with elevated capture threshold and non-physiologic oversensing. Reprogramming was performed to increase the outputs to ensure capture. The lead remains in use. No patient complications have been reported as a result of this event.